Event description:
Pca pump was alarming that the bag was empty and when the bag was taken off the pca pump, there was approximately 27.4cc's left to infuse. Pump taken out of service and a new pump used.